Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the integrated wire of the pta balloon dilatation catheter kinked after the first inflation in the anterior tibial artery. There was no report of retraction issues. There was no report of patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the sample appeared to be clean. The balloon size printed on the balloon hub of the catheter identified the returned sample as a 5mm x 300mm balloon. The balloon was examined more closely. The outer catheter and integrated core wire were bent/kinked at numerous locations throughout their length. The outside integrated core wire was returned broken. The break occurred at the proximal end of the distal tip. The break location was examined closely and it appeared that excessive force may have been applied, causing the break. No other anomalies were observed. Functional/performance evaluation: no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for an integrated core wire break. The investigation is also confirmed for kinks throughout the length of the integrated core wire and catheter. It is unknown when the integrated core wire break occurred as the user only reported a kink in the catheter. However, the kink likely resulted in the break. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current vascutrak pta dilatation catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.